Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device inappropriately shut down. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent ems testing, the device displayed a "compressor failure-1001" and "self check failure" message.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction for compressor failure - 1001 was observed during review of the device's history log. The device was put through extensive testing without duplicating the reported malfunction. The smart pneumatic module was replaced as a precaution. The reported malfunction for unit shuts off was not duplicated. The device was subjected to multiple tests, including battery test and full functionality testing resulting in no findings consistent with the customer's complaint. The device's battery was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.